Event description:
The reported description notes that a high priority alarm silenced itself. No pt harm was reported.

Manufacturer narrative:
(B)(4). The central monitor's diagnostic logs (reflect the bedside and central monitor's alarms) were reviewed upon receipt. Log entries related to bed # (B)(6) on the cited date of the event (B)(6) 2012 between 00:00 to 13:00, were captured and shown below. The following is a detailed explanation of the logs entries. In conclusion, based upon the central monitoring logs, the bedside monitor produced several tachycardia alarms in response to an increased heart rate beyond the monitor's preconfigured tachycardia level. There was an audible alarm produced in response to the tachycardia alarm at the central station. The bedside monitor does not record audio alarms. The alarms were silenced by the user at the central station. The info provided related to this situation does not support that there was any malfunction or that there is a systemic problem or design or labeling malfunction or any health risk. No further investigation or action is warranted.